Manufacturer narrative:
Customer called philips requesting bench repair as they did not have they correct tools to remove the capacitor and fix the cover. The customer sent the device in for repair. The certified bench tech replaced the front cover and labels. The device passed all performance assurance testing and was returned to the customer no further evaluation is required at this time.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the customer ordered a front cover but does not have the tools to discharge the capacitor. There was no reported patient involvement.